Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was 600 mg/dl; cause was unknown. Customer addressed bg level by administering a manual injection and delivering a bolus.